Manufacturer narrative:
The returned device was evaluated and a bend was observed in the exposed portion of the soft cannula however the fluid path was unaffected. Upon testing, liquid was able to pass through fluid pathway without concern. No issues were found with the formed needle. No other damages or defects were found during investigation besides bent cannula that would contribute to device failure to deliver insulin. Timing and cause of bend in soft cannula cannot be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 16.7 mmol/l (300.6 mg/dl) while wearing the pod between 36 and 48 hours on the back. Corrections were given using the pod but the bg levels did not decrease. A manual insulin injection was administered and a new pod was applied to treat the hyperglycemia. The patient's blood glucose, insulin and carbohydrate history is as follows: time: lunch, bg(mmol/l): 12.4, (mg/dl): 223.2, cho(g): 75, bolus(u): extended bolus; 4:30pm, 16, 288, 3; 5:10pm, 16.7, 300.6.